Manufacturer narrative:
Device passed displacement test; it failed self test returning a power supply test failed during self-test. In addition to this, the unit would periodically give off a power error forcing the user to restart the insulin pump. Upon further review of the interior of the device, there was mold growing at the bottom of electrical board especially around the area of the internal battery connector.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple errors. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.